Event description:
Mico access to patient's femoral area, dilated up to 0.35 (4fr) then dilated track to 11 fr. The sheath was placed and venacavagram was done. Device secured to sheath. Doctor had trouble pushing, the filter got stuck in sheath.